Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a crack at the distal end as well as foreign objects inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "distal end cracked" was presumed to have been due to physical stress being applied to the distal end of the device; from this, it was further presumed that the foreign matter within the device may have entered through the damaged region, and could not be removed via normal reprocessing. Operation manual provides the detection method for suggested event 1 in ¿3.2 inspection of the endoscope: inspection of the endoscope¿. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.